Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm troubleshot the iabp unit to determine which sensor was reported to not be working. During the performance and functional testing, the fiber optic (fo) sensor failed during the fo test. It was noted that no pulses were registered. Upon review of the log files, the stm observed a few ECG and pressure issues but no faults were recorded. The stm determined that the fo sensor assembly needed to be replaced. The stm returned the next day with the necessary parts and replaced the fo sensor assembly. Subsequently, the stm retested the iabp unit and noted that the fo test passed. Unrelated to the reported issue, the stm observed that the blood detect tubing was old and cracking. The stm replaced the blood detect tubing and connections then completed all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced a sensor failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experienced a sensor failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b3, b4, g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: h6(patient codes).